Event description:
Initial reporter indicated that when using their programming wand, the message interrogation failed, retry" would be displayed on their handheld computer. After several attempts the interrogation was successful. The programming wand was returned to cyberonics for analysis. The reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.